Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual examination of the returned device revealed no issues, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
Same case as 2134265-2015-08387 and 2134265-2015-08386. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention pullback was performed, however connect/disconnect was displayed repeatedly and the catheter stopped performing pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-08387 and 2134265-2015-08386. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention pullback was performed, however connect/disconnect was displayed repeatedly and the catheter stopped performing pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.